Manufacturer narrative:
Evaluation of the unit using test 180 series scopes identified the faulty patient board set caused the imaging issue. The unit has been repaired and returned to the customer. The cause of the event cannot be determined at this time. If additional information becomes available at a later time, this report will be supplemented.

Event description:
The unit was returned to olympus due to image issues and producing error messages when plugged in. During estimation a faulty printed circuit board was found. Additionally estimation was able to reproduce an intermittent image. A scope communication error message was also identified. There was no patient involvement.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was a component failure on the patient board set.